Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy with extension of surgery duration, the seal broke and the air leak sound was heard. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two opt bl vp v2 5mm std w/2 fx opened by the account. The circular seal was cut on the instrument. The envelope seal was intact. The device passed an air leak test. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event.